Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed.

Event description:
It was reported that a bd vacutainer® k3e 7.2mg plus blood collection tubes were underfilled during use. No injury or medical intervention.